Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and assisted them in troubleshooting and repair of the system. The customer replaced blown fuses. The system operates as intended.